Event description:
Additional information was received 01dec2020: it was initially reported that the basket of the device was closed and they were unable to reopen it. Additional details have been provided: the basket came out from the sheath, but the shape of the basket would not go back to the original shape and deformed.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Event description: it was reported, prior to use, during a transurethral lithotomy, the basket of a ncircle tipless stone extractor would not open properly. The physician closed the basket and when the basket was opened, the basket came out from the sheath, but the shape of the basket would not go back to the original shape and deformed. Another same type device was used to complete the procedure. The patient reportedly experienced no harm as a result of the issue. Investigation ¿ evaluation a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record (DHR), manufacturing instructions, the instructions for use (IFU), and quality control data. One ncircle tipless stone extractor was returned for investigation with the handle and the basket formation in the open position. The mlla [male luer lock adapter] was loose. The collet knob was tight and secure. The polyethylene terephthalate tubing [pett] measured 3 cm in length. There were kinks in basket sheath located 62 cm from the distal tip, and again at 88 cm from the distal tip. There were kinks in the support sheath and basket sheath at the nose of mlla. A functional test determined the handle actuates the basket formation. The basket formation was flattened and asymmetrical. A review of the device history record found one non-conformance related to the reported failure mode. All devices are inspected multiple times to ensure the basket functions properly, both during manufacturing and subsequent quality control inspections. Since all devices are inspected multiple times for this issue, the finding that one similar issue was found during the DHR review was not sufficient evidence to conclude that other devices in the same lot may be non-conforming. A review of complaint history records shows no other complaints associated with the complaint device lot. Because adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. The instructions for use (IFU) provided with the device cautions, "enclose the device in the sheath before removing from the tray/holder," and, "do not use excessive force to manipulate this device. Damage to the device may occur." The returned device was found to have a basket that was not the correct shape. The basket wires were intertwined, giving the basket a flat shape. It was also noted the sheath was kinked in multiple locations. The sheath damage may have occurred during return shipping, as the device was returned in a plastic bag and not in the original shipping tray. The provided information stated the issue occurred when the user tested the basket function before use. This indicates the basket originally had the proper shape, but became deformed as the device was functioned. There is not enough evidence available to make a determination of the cause of the deformed basket. Cook will continue monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510(k) number- exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, prior to use during a transurethral lithotomy, the basket of an ncircle tipless stone extractor would not open. After the package of the device was opened, the physician closed the basket but could not reopen it. The procedure was successfully completed with another device of the same product reference number. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.